Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-49 mg/dl; cause was unknown. Customer fell and "twisted right leg" and required assistance from emergency medical technicians to administer a glucose shot to address the bg level. Reportedly, customer continued to use the pump for insulin therapy.